Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was noted that the patient¿s trial started on (B)(6) 2019. It was reported that the patient didn¿t feel like they were emptying their bladder, or they were just not drinking enough. It was noted that they had gone to their clinician to get their bandage changed because it was full of blood. It was also noted that they had slight improvement and had slept through the night for the first time in years. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.